Event description:
It was reported that the patients right lead and burr hole cover were exposed. The patient underwent an explant procedure and was administered antibiotics. The patient was doing fine post-operatively. The explanted devices were sent for culture and disposed of by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 5169286. Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600c, serial: n/a, batch: 24287871.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7083451. Product family: dbs-ipg-r-MRI upn: m365db12160. Model: db-1216. Serial: (B)(6). Batch: 513561. Product family: dbs-lead fixation upn: m365db4600c0. Model: db-4600c. Serial: n/a. Batch: 27445857. Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Product family: dbs-extension upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient's right lead and burr hole cover were exposed. The patient underwent an explant procedure and was administered antibiotics. The patient was doing fine post-operatively. The explanted devices were sent for culture and disposed of by the facility. Additional information was received that dbs system was removed during the explant procedure.